Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic was cracked but is still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" yellow message screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). Then the "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the tips of the product came apart and detached. The surgeon was able to get the detached laminate. The surgeon indicates that he uses a metal uterine manipulator and the tip of the device is against the metal and is being used simultaneously while excising tissue. Procedure completed with l hook and cautery. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.